Event description:
Treatment of a left ophthalmic unruptured aneurysm measuring 14mm x 6mm. During the procedure, it was reported that a 4.75 and 4.75x20 pipeline would not release from their capture coils and were removed from the patient. Another 4.75x20 was then deployed, but the middle would not fully open. The physician tried to "wag" the device in order to make it fully open, but inadvertently ruptured the aneurysm. The carotid artery was sacrificed by balloon occlusion and the case was terminated. It was reported that the patient was still in the hospital, but doing fine. Same event as MDR# 2029214-2013-00092.

Manufacturer narrative:
The devices involved in the event were returned for evaluation released from the capture coils; therefore, the customer complaints could not be confirmed. It is likely that the damage of the ped braids and capture coils may have contributed to the reported issues.the other device involved in the event is:model: fa-77475-20 / lot: fe12-020 / dom: 2/10/2012 / exp: 2/10/2015(B)(4).